Manufacturer narrative:
Investigation summary - mgit 960 supplement kit batch 4163347 is composed of mgit panta batch 4131612 and mgit 960 growth supplement batch 4144310. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record review for mgit 960 supplement kit batch 4163347 was satisfactory. No quality notifications were generated during manufacturing. The batch history record reviews for mgit panta batch 4131612 and mgit 960 growth supplement batch 4144310 were also satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints has been taken on kit batch 4163347. Four photos were received for investigation. Photos show fungal contamination in a bottle of bbl mgit panta (batch: 4131612). No returns were received for investigation. Retention samples maintained for this product include the individual components but not the kitted configuration, so retention sample inspection is not indicated for this complaint. This complaint can be confirmed based on the photos provided. There were no trends identified for this product; no actions are indicated at this time. Bd will continue to trend complaints.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, fungal contamination was observed in a growth supplement bottle. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, fungal contamination was observed in a growth supplement bottle. There was no health impact or consequences reported.